Event description:
It was reported that an app crash alert occurred. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional information d4 catalog no ¿ additional information d4 lot no ¿ additional information g6 type of report ¿ additional information h2: additional information/correction h5 labeled for single use ¿ correction h6: type of investigation ¿ additional information h6: investigation findings ¿ additional information h6: investigation conclusion ¿ additional information h10 corrected data.

Event description:
It was reported that an app crash alert occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.